Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to corroded motor home switch. There was no moisture in the battery compartment. The pump was missing the end cap sticker and there was moisture on the electronic assembly.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 7.3 mmol/l at the time of incident. The customer stated that the pump was exposed to water. She took out the battery but when she placed it pack the pump did not work. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.